Manufacturer narrative:
(B)(4). The results of this investigation concluded that all three cusps contained calcifications and tears. Cusps 2 and 3 were fibrotically thickened, and fibrous pannus ingrowth was found on the inflow surface of all three cusps. No inflammation was observed. No evidence was found to suggest the cause of the calcifications, cusp tears, pannus, and fibrous thickening was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
Gtin number: (B)(4).

Event description:
On (B)(6) 2012, a 21 mm trifecta valve was successfully implanted. On (B)(6) 2016, calcification of the valve was noted. The valve was explanted and replaced with a 19 mm magna ease valve. The patient is reported to be recovering.